Event description:
During routine testing by a biomedical engineer, the device intermittently shut down and then powered back on. Complainant indicated that there was no patient involvement in the reported malfunction.